Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cerebral hemisphere tumor resection, there was a sound seemingly of air leakage and the milling cutter did not rotate even when the pedal was stepped on. The milling cutter handle was also found to be faulty and was replaced. Replacement functioned normally but the incident may have caused permanent body damage to patient. On follow-up, it was confirmed with the sales representative that since the event was provided as a feedback by the cfda and not the facility, no further information can be provided regarding patient impact clarification and product return.